Event description:
It was reported that externalized conductors were observed. A lead impedence anomaly was also noted. Lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two pieces. The reported lead impedance anomaly could not be confirmed due to the returned condition of the lead. Visual inspection found external insulation abrasion between 11.4cm to 11.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Internal insulation abrasion was found between 13.9cm to 15.4cm from the distal tip. The etfe coating was intact at the same location.